Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo." Customer performed a back to back blood glucose test with results of 111 and 163mg/dl. Last tests in memory: 107mg/dl, "lo", 151mg/dl, 107mg/dl, 134mg/dl. Customer normally reads between 99-151mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood results reading of "lo". Customer performed a back to back blood glucose test with results of 111 and 163 mg/dl. Last results in memory: 107 mg/dl, "lo", 151 mg/dl, 107 mg/dl, 134 mg/dl. Customer normally reads between 99-151 mg/dl. No adverse event reported.